Event description:
Four coils had been placed into the aneurysm in the left ophthalmic segment of the initernal carotid artery. The physician was attempting to remove the subject device, when the coil stretched and broke. A micro vena cava snare was used to successfully remove the device from the pt. There was no reported pt complication resulting from this event.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. From the info provided the device was used in accordance with the labeling and this did not cause or contribute to the reported event. A review of the labeling found that it contained language regarding the reported event such as "due to the delicate nature of the matrix2 detachable coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration." Based on all available info, it has been determined that the most probable cause for the event is operational context.